Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested events could not be concluded, although it can be presumed that the defect was caused due to the cleaning device being broken, and water invading the device. The events can be detected/prevented by handling the device in accordance with the following instructions for use: "- inspection of the endoscopic image" "-compatible reprocessing methods and chemical agents - compatibility summary - the endoscope and accessories are compatible with several methods of reprocessing. However, not all reprocessing methods are compatible with all endoscopes and all accessories. Reprocessing with incompatible methods can cause equipment damage even if the number of reprocessing cycles is small." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing did not reproduce the reported event. In addition, the adhesive on the bending section cover was lifting due to chemical/physical stress, the bending section was dented and the charge-coupled device shrink tube was cut due to physical stress, there were dents in the insertion tube due to physical stress, and there was a cut on the boot due to excessive handling stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing they experienced scope communication error codes b30 and e216. The customer believes that water infiltrated the scopes because the device used for cleaning the scope failed. There were no reports of patient harm associated with this event.